Event description:
The customer reported that the emergency stop switch broke during a case, the system shut down and they were unable to complete the case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The emergency stop switch was replaced. The system was then found to be operating as intended.